Manufacturer narrative:
The insulin pump was received with no button response due to missing keypad dome switches. All functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to keypad anomaly. The device also had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing keypad overlay, missing end cap sticker, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-03144.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the sticker on the buttons came off and it was hard to press the buttons. Customer's blood glucose level was 180 mg/dl. Customer stated that she carries the pump in her bra so there may be some exposure to moisture. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.